Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached 589 mg/dl. The patient had large ketones, was lethargic and vomiting. For treatment, the patient was given blood work and put on intravenous (IV) fluids and insulin. The pod was worn longer than 48 hours on the arm. The pod was discarded and the patient was discharged after staying overnight.